Event description:
Reporter indicated that pt's device was programmed to off due to a change in seizure pattern that physician belives is related to the vns therapy. Before vns implant, the pt experienced long grand mal seizures. After vns implant, the pt began to experience flurries of small, more frequent seizures. It was reported that a few weeks after stimulation was discontinued, the pt was reportedly doing better.